Event description:
No additional information was provided.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The visual analysis of the returned items found the pusher returned loaded in the microcatheter, and the implant coils severely stretched, broken, and partially advanced through the microcatheter. The portion of the implant distal to the site of the break was not returned for evaluation. The investigation found the proximal end of the implant coil still attached to the pusher. The investigation of the returned coil system found the pusher returned loaded in the microcatheter with the implant coils severely stretched and partially advanced through the microcatheter distal tip. The implant was found broken. The portion of the implant distal to the site of the break was not returned for evaluation; however, the investigation found the most proximal end of the implant to still be attached to the pusher. The returned microcatheter was found to be in good condition. The complaint is considered confirmed due to the proximal side of the implant separating from its distal portion. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported the last coil being used detached prematurely at the ica during a coil embolization procedure. No intervention was needed, and the patient is stable.